Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump stop event related to a complete loss of power can be confirmed based on the information recorded in the provided log file. A log file provided by the customer was reviewed. The log file contained events recorded from the time stamp of days 1260, 9 hours and 11 minutes to days 1261, 3 hours and 24 minutes. There were multiple intermittent low battery advisory alarms while on 14v batteries which may suggest a possible issue with the controller¿s power cables. The entry captured after days 1261, 3 hours and 24 minutes revealed the internal clock was reset to 0 days, 0 hours and 0 minutes and the pump speed was 0 rpm which indicates a complete loss of power. Prior to this entry, the controller was connected to a power module. The power was briefly restored and then lost again. The remaining data recorded in the log file revealed that the power was successfully restored, and the system operated at the set speed with multiple power cable disconnect alarms. In conclusion, the data recorded in the provided log file suggested that both controller¿s power cables were simultaneously disconnected from the power module or the power module patient cable 16 pins lemo connector was disconnected from the power module; however, a specific root cause for the power loss event was not able to be determined. The 14v power module patient cable was not returned for evaluation. According to the additional information the cable was tested at the customer site and it had sufficient voltage. The production order was reviewed and the record revealed the power module patient cable was manufactured in accordance with manufacturing or quality assurance (qa) specifications. Patient handbook (rev. D) and operating manual (rev. F) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in operating manual (rev. F) the patient handbook heart mate ii patient handbook (rev. D) provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The patient handbook also contains an emergency response checklist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2022-14662; 2916596-2022-14664. Additional information: the patient was intubated upon arrival to the ed and was extubated the next day. The patient underwent a tracheostomy due to stridor caused by a 2-inch circumferential tracheal stenosis related to the intubation. Testing of the ppm patient cable revealed the cable had more than 14.3v. The system controller exchange resolved the issue. The patient was still hospitalized as of (B)(6) 2022 and was on a tracheal mask. The patient was ambulant and awaiting a new caregiver arrangement.

Manufacturer narrative:
Related pump MFR #: 2916596-2022-14662. Related controller MFR #: 2916596-2022-14664. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient lost consciousness while switching from battery power to a power module (ppm). The patient was transported to the emergency department (ed) while connected to the ppm. It was unknown if the ppm was connected to ac power in the ambulance or if the ppm was running on its internal battery. Log file analysis captured a pump stop event on (B)(6) 2022. During this event, the recorded voltage to the system controller was less than 11 volts while the patient was connected to a ppm patient cable. As the date time stamp was reset during these events, it was unclear how long the pump stop lasted for. The ppm patient cable provided low voltages to the system controller throughout the entire log file. The ppm patient cable was noted to have been replaced in (B)(6) 2022. It was recommended to troubleshoot the patient's controller with a new ppm patient cable to assess for controller power cable damage. The controller was exchanged, and the ppm patient cable was tested to ensure there was sufficient voltage.